Manufacturer narrative:
Reliability laboratory technician, not applicable. - st. Jude medical (B)(6) reliability laboratory. No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found a capacitor anomaly which resulted in a high current drain.

Event description:
This report is to advise of an event observed during analysis.